Event description:
The hospital reported that during the coronary artery bypass graft surgery, the seal did not deploy into the aorta. The surgeon also noticed that the seal had started to unravel. A second unit was used to complete the procedure. No patient complications were reported by the hospital.